Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle, (lot #unknown) sig power sigadaptstnd linear adapter, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the reload did not fire when used with a powered handle and standard adapter. A new product was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 correction: e1(facility name, city and country) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement and was engaged in interlock. The jaws of the reload were open. There was a visible gap between I-beam and the sled while the interlock was engaged. Functional testing noted that the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The reload was noted to be in premature interlock condition. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.